Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) female pt to report that the charger/modem was not lighting properly. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not lighting properly) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. In addition, the charger/modem was resetting. The cause for the resets is corrupted data on the flash memory. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the damaged power brick connector or the resets. The pt received a replacement battery charger.